Event description:
Additional information, the original issue was the cord that is clamped on the cautery cord kept shorting out during use. It was later determined it could be the connection port where the cord plugs into the machine the machine was giving errors/shorting out.

Manufacturer narrative:
H6:product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) previous code b21,c21 and d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis could not duplicate the customer complaint regarding shorting out. Fuses test passed. Unit presented with sw 1.7.5. And loose muting port. Replaced eic board. Contiinuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) ; product analysis examined unit and could not duplicate the customer complaint regarding shorting out. Fuses test passed. However, unit presented sw 1.7.5 and loose wired connector. Replaced main board, product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) product analysis could not duplicate the customer complaint regarding shorting out. Fuses test passed. H6:previous code b21,c21, d16, f24,c76143 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the event occurred during intra-op and there was no patient impact.

Event description:
It was reported that nim vital had shorting issue. There was no known patient impact.

Manufacturer narrative:
H3: h3: analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete. Contiinuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot#: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot#: (B)(4), UDI#: (B)(4) img code: g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.